Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that interrogation of this device revealed the device reached elective replacement indicators (eri). Two months later, end of life (eol) was reached. There was concern that the battery depleted more rapidly than expected. A replacement procedure procedure was performed. This device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device has not been received for analysis. Without a return of product, boston scientific cannot confirm nor deny the reported clinical allegation. Should this device be received at the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
When this device has returned, analysis wil be performed and this event will be updated.